Manufacturer narrative:
Investigation summary: reactions discs and serum sample were returned for testing. The returned serum sample elicited a distinct negative result as defined by ref. Photos when assayed on returned reaction discs. Both met acceptance criteria when tested with in-house panels. The quantitative result of the returned serum sample was 1.88 mlu/ml which is consistant with the qualitative result. Evaluation complete-final report.

Event description:
On april 25, 1997 the account obtained discrepant results when a serum sample was tested using testpack hcg combo plus kit for a definite positive result. The patient was retested on 04/30/1997 using a serum sample with the same kit lot number for a weak positive result. This was pre-op patient and surgery scheduled for 05/01/1997 was cancelled. A serum quantitiative result of .8mlu/ml was obtained using the same serum and the imx instrument. The sample was then sent to a reference lab and the result was negative at <5. The reference lab methodology is not known. The patient was a walk-in and the account does not have access to patient information.